Event description:
The customer reported the ventilator alarmed during use due to an air source fault. If the ventilator is operating, and no air flow is detected and the oxygen source is not detected by the oxygen pressure switch or is disconnected, the ventilator will alarm and the safety valve will open. Loss of both gas supplies will affect the function of the ventilator. Review of the ventilator log history indicated there was an occurrence of a gas supplies lost: safety valve open alarm. The manufacturer's field service technician was unable to duplicate the air source fault or loss of both gas supplies. The service technician replaced the sensor pcb board as a precaution for the findings. Applicable testing was completed and tests passed to operating specifications. The customer reported the device was in use on a patient and there was no patient harm.

Manufacturer narrative:
Printed circuit board (pcb).